Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed several inappropriate atrial tachycardia response episodes. The most recent episode was reviewed and showed oversensing of the respiratory rate trend (rrt) sensor signal on the atrial channel. The issue was observed even at the presenting electrogram. The atrial impedance showed an stable behavior. Several reprogramming recommendations were delivered and the patient is expected to return for this reprogramming. The ICD remains in service. No adverse patient effects were reported.